Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that the insulin pump alarmed motor error multiple times. It was stated that the device was not dropped or exposed to a magnetic field and the drive support cap was recessed. The customer was able to complete the rewind sequence. Customer's blood glucose value was 530 mg/dl which had not been treated at the time. The alarm history also showed an external ram error alarm and a no delivery alarm. It was advised to discontinue the use of the device and revert to a back-up plan. The insulin pump would be replaced and returned for analysis.

Manufacturer narrative:
The pump alarmed motor error during the occlusion test due to a faulty force sensor resistor. Unable to verify the excessive no delivery alarm due to the motor error alarm. The pump passed the idle current, run current, self test, off no power, basic occlusion, displacement and rewind tests. Unable to perform the prime or excessive no delivery alarm tests due to the motor error alarm. The motor passed the motor test. The pump had an unexpected restart after the battery change due to a faulty component on the interface board. The pump had minor scratches on the display window and cracked battery tube threads.